Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
Caller alleges the left side of the pump is melted. No adverse event reported. Requested return of the alleged device for evaluation.

Manufacturer narrative:
This supplemental MDR is being submitted as a part of a retrospective review and remediation effort based on errors that occurred in the submission of mdrs for incorrect manufacturer name and/or address. A non-conformance report (ncr) ¿ 16847 to implement corrective actions was opened on january 29, 2025. Device performance and/or risk profile are not impacted.